Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 2.25x12mm synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut got caught on the moderate calcium and slightly frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.